Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would randomly shutdown. It was confirmed that the programmer was having telemetry issues. It was indicated that the left antenna was out of specification electrically. It was also indicated that a button was broken. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would randomly shutdown and was having telemetry issues with multiple radiofrequency heads. The programmer was returned for service. No patient complications have been reported as a result of this event.